Manufacturer narrative:
H10 h3, h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended a complaint history review concluded this was a isolated event. Visual analysis of the customer submitted photo showed the electrodes of device tip completely detached. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provided sufficient evidence to confirm the complaint. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: 1) using the wand above default output settings 2) pressing the tip against hard or bony surfaces there are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the operation of laryngeal polyps, the electrode tip of the "procise lw coblator ii wand" fell off external to the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.